Event description:
Attempted to put the aneurx device through the sheath. It was extremely tight, but they pushed the device through the sheath. When they pulled out the device, the sheath was leaking profusely. It appeared the valve was broken and a portion of it was missing.